Event description:
The patient was suffering from multi-organ failure. A chest radiograph was ordered using the hospital's cpoe device. The chest radiograph was not done because the order was never received by the intended recipient, that being the radiology department. Such interoperability failures are widespread and result in delays of treatment of the critically ill patients. The radiology system is a general electric medical system device known at the centricity ra 600. The cpoe device is specified below. Reason for use: radiology system.